Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap unit was having pressure issues. The customer stated is it is unknown if the device was connected to a patient.